Event description:
It was reported that many of a healthcare provider¿s colleagues stopped using pump due to various ¿issues¿ they had. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).